Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the unit was operating, although pressure was displayed, ventilation volume and graph were not displayed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician identified an error code message of low-leak alarm during servicing as well confirmed error code message da pcb adc reference failed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly was installed in an fi test ventilator, the ventilator was powered up from ac and delivered breaths. However, the ventilator alarmed and the screen displayed ¿low leak-c02 rebreathing risk¿. The airflow accuracy test did not pass. During troubleshooting of the gds assembly, u1 (sensor air flow amp 1000 sscm) was found defective and generating the incorrect analyzer reading. The u1 sensor was replaced on the airflow sensor pcba. The gas delivery system (gds) assembly was reinstalled in the fi test ventilator; the ventilator powered up from ac and delivered breaths. The ¿low leak-c02 rebreathing risk¿ error message was not displayed and the air flow accuracy test passed. The ventilator operated for 1 hour during which time post was executed 25 times without generating any failures. The manufacturer¿s international service technician replaced the gds assembly to address the reported problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. The root cause was due to the defective u1 sensor.